Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. All aspiration and dispenses were acceptable. Dark counts were found to be acceptable. The cse verified the sample and reagent probe alignments. Quality control was found to be acceptable. The cse performed 5 repetitions with the patient sample in question. The results were acceptable. The issue could not be reproduced. The cause of the discordant, cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated in duplicate on the same advia centaur cp instrument, resulting lower. A corrected report was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.